Manufacturer narrative:
Two potential lot numbers were received for this incident. The information for each lot number is as follows: medical device lot #: 7349543, medical device expiration date: 11/30/2020, device manufacture date: 12/15/2017, medical device lot #: 7304719, medical device expiration date: 10/31/2020, device manufacture date: 10/31/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system leaked at the "pink portion of the distal end." There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system leaked at the "pink portion of the distal end." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review: all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on the batches reported by the customer. Qn database review: no reject activities related to this defect were found for the batches reported by the customer. Sample analysis: visual/microscopic examination of the returned unit revealed a leak path between the extension tubing and the inner wall of the luer adapter. The returned sample underwent leak testing and demonstrated leakage. The customer's experience was confirmed and reproduced. The defect occurred as a result of the manufacturing process, although the exact process that caused the damage could not be determined. Adhesive is dispensed onto the extension tube prior to insertion into the luer adapter. 100% online inspection systems are in place to detect adhesive presence, and leak testing and extension tube bond strength are performed at regular intervals to detect a shift in the process that would create this defect at an unacceptable rate. Acr project s14-044 redesigned the adhesive dispense stations for insertion into both the luer adapter and catheter adapter. The new design provides more control and consistency in dispensing adhesive. Severity is limited. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that a bd nexiva closed IV catheter system leaked at the "pink portion of the distal end." There was no report of exposure, serious injury or medical intervention.